Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that the PICC was leaking at the hub. It was removed and replaced with another PICC. The customer stated that the pt's status is fine.